Event description:
It was reported that this lead was surgically abandoned due to other/non product experienced. This lead was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).